Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to an open speaker coil. The customer received a replacement device.

Event description:
It was reported that the device's speaker was not functional. There was no patient use associated with the reported failure.